Event description:
It was reported that a dell x5 handheld computer's screen would continually freeze. Reseating the flashcard and resetting the device would resolve the issue. The site still requested a new handheld even though the event was able to be resolved. The manufacturer has already identified that under certain type of conditions this screen freeze event can occur with the dell x5 handheld computer.